Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ bc shielded IV catheter during use. The following information was provided by the initial reporter: "catheter pierced by needle, catheter chamber not flashing fully."

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one opened un-retracted unit and two photos. Upon inspection of the received unit and the photos, no media was observed in the catheter tubing or the flashback chamber. Microscopic inspection of the bevel and notch also revealed no signs of dried media indicating that flashback may not have occurred during use. The flashback test was performed to evaluate instaflash and flashback within the flashback chamber after insertion. Flashback was observed immediately upon insertion of the device in the artificial vein. Bd was unable to replicate the reported defect. Since the defect needle through catheter was confirmed in a separate investigation, successful flashback could have been prevented due to not being able to access the vein. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ bc shielded IV catheter during use. The following information was provided by the initial reporter: "catheter pierced by needle, catheter chamber not flashing fully."